Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the manufacturing facility for evaluation to date. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that when the stent graft was starting to deploy, it became stuck. The stent graft eventually deployed, but the marker from the catheter came off and embedded into the profunda, in an occluded area. The stent was deployed at 99%. The marker remains in the patient. No patient injury noted. The patient is a male with his right leg completely occluded. Three stents were placed in the right iliac vein. Just the one stent was difficult, and as reported before, the stent became stuck and the marker came off. It was reported that once they were able to deploy the stent, it deployed at 99%. It was reported that the guide wire used was the meditec super stiff guide wire. The patient now has three stents in place and good blood flow to the right leg.